Manufacturer narrative:
The four plugs were examined and no deformations or other faults could be found. During production every plug is tested by stretching the shaft 30mm and inspecting for signs of rupture. This is 50% of the length of the shaft, and is quite a tough test. A normal use of the plug will not stretch the shaft at all. The four returned plugs were subjected to an increased testing to see if they would break. The straps were stretched 100%, from 60mm to 120mm. None of the straps of the plugs ruptured. We don't know the reason for this rupture, but can speculate in that a small cut has, in one way or another, been made and the tear has started at that point. The nature of silicone rubber is that it is normally very strong, but if you have a small cut the tensile strength of the material will be reduced. Additionally the IFU clearly states that before each use the device should be stretched 3cm (1 1/4 inches) and inspected for signs of breakage. In case of any signs of breakage the device should be discarded.

Event description:
The (B)(6) met on 23 of february; the patient who told her that in (B)(6) 2011 the plug part of the provox plug tore off when he would pull the provox plug out from of the voice prosthesis. It tore off right where the strap connects to plug. The plug part fell into the trachea but has probably been couched up again. The patient had a sever coughing directly after plug part loosened, but did not see if it came out. The patient has undergone several chest x-rays during this period due to other reasons, but no trace of anything encapsulated has been observed. The hospital has followed up on the patient and he has not had any problems afterwards. The patient has not kept the broken provox plug but he got 5 pc of provox plugs in (B)(6) 2011 and has 4 left which he returned for examination.